Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.3 cm to 13.5 cm from the connector pin, due to friction with device can. The inner coil was fractured at 16.1 cm from the connector pin.